Event description:
Bs the reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -13.0/3.0/087 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight- race: unk. This product is not marketed in the us. Claim # (B)(4).